Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that following the trial procedure, the patient reported significant pain in the lower extremities that did not seem to improve after giving pain medicine and time to recover. The patient underwent a lead removal, and the explanted device components were not returned per facility protocol.